Event description:
It was reported that the customer was hospitalized with high blood glucose of 400mg/dl by the time the paramedics arrived. The mother stated the infusion set were not inserting into the customer's skin, which caused his blood glucose to rise. The mother stated that the customer was vomiting prior to his admission. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.